Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced back pain (seriousness criterion medically significant), menorrhagia ("haemorrhagic periods"), fatigue ("severe fatigue"), neck pain ("neck pain"), presyncope ("vasovagal episode"), disturbance in attention ("difficulty concentrating"), visual impairment ("visual disturbances"), eye pruritus ("itchy eyes"), eye irritation ("burning eyes"), abdominal distension ("bloating with significant intestinal gas"), flatulence ("bloating with significant intestinal gas"), vaginal discharge ("brown discharge between periods"), iron deficiency ("severe iron deficiency"), depression ("depression"), breast swelling ("swollen breasts") and alopecia ("severe hair loss"). At the time of the report, the back pain, menorrhagia, fatigue, neck pain, presyncope, disturbance in attention, visual impairment, eye pruritus, eye irritation, abdominal distension, flatulence, vaginal discharge, iron deficiency, depression, breast swelling and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, breast swelling, depression, disturbance in attention, eye irritation, eye pruritus, fatigue, flatulence, iron deficiency, menorrhagia, neck pain, presyncope, vaginal discharge and visual impairment to be related to essure. The reporter commented: she does iron treatment with monthly blood test, anti-depressant, braces, weekly physiotherapy sessions, acupuncture, psychology follow-up. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 29-sep-2020. The most recent information was received on 06-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced back pain (seriousness criterion medically significant), menorrhagia ("haemorrhagic periods"), fatigue ("severe fatigue"), neck pain ("neck pain"), presyncope ("vasovagal episode"), disturbance in attention ("difficulty concentrating"), visual impairment ("visual disturbances"), eye pruritus ("itchy eyes"), eye irritation ("burning eyes"), abdominal distension ("bloating with significant intestinal gas"), flatulence ("bloating with significant intestinal gas"), vaginal discharge ("brown discharge between periods"), iron deficiency ("severe iron deficiency"), depression ("depression"), breast swelling ("swollen breasts") and alopecia ("severe hair loss"). At the time of the report, the back pain, menorrhagia, fatigue, neck pain, presyncope, disturbance in attention, visual impairment, eye pruritus, eye irritation, abdominal distension, flatulence, vaginal discharge, iron deficiency, depression, breast swelling and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, breast swelling, depression, disturbance in attention, eye irritation, eye pruritus, fatigue, flatulence, iron deficiency, menorrhagia, neck pain, presyncope, vaginal discharge and visual impairment to be related to essure. The reporter commented: she does iron treatment with monthly blood test, anti-depressant, braces, weekly physiotherapy sessions, acupuncture, psychology follow-up. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.